Event description:
It was reported that the interbody construct repositioned at unknown time, after a three level infusion (l3-s1) procedure. A revision surgery was performed approximately 4 weeks post op, and the construct was replaced. The patient reportedly was doing well post op.

Manufacturer narrative:
Neither device, nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.